Event description:
Bayer case number: (B)(4).pelvic pain female [pelvic pain female] chronic fatigue [chronic fatigue] sleep difficulties [difficulty sleeping] weight gain [weight gain] headache [headache] nausea [nausea] itching of the ear canal [ear pruritus] dizziness [dizziness] feeling of drunkenness [drunkenness feeling of] sinusitis [sinusitis] dry mouth [dry mouth] nasal discharge [nasal discharge] wheezing [wheezing] allergic rhinitis [allergic rhinitis] prolonged periods [prolonged periods] vaginal discharge [vaginal discharge] difficulty emptying the bladder [bladder inability to empty] overactive bladder [overactive bladder] kidney pain [kidney pain] poor blood circulation [disorder circulatory system] oedema in the hands, feet and ankles [edema limbs] haemorrhoids [haemorrhoids] bleeding [genital bleeding] gingivitis [gingivitis] dental pain [tooth pain] abdominal pain [abdominal pain] bloating [bloating] irritating stools [stools abnormal] incontinence [incontinence] impaired balance [balance impaired nos] memory impaired [memory impaired] concentration impaired [concentration impaired] language disorder [language disorder] feeling of weightlessness in the head [foggy feeling in head] tingling in the extremities [paraesthesia of limbs] feeling of heavy legs [heaviness in limbs] feeling of heavy legs and pain [leg pain] itching [itching] pain throughout the body [general body pain] tendinitis [tendinitis] sight disorder [visual disturbance] dry eyes [dry eyes] joint pain [joint pain] muscle pain [muscle pain] muscle stiffness [muscle stiffness] difficulty walking [difficulty in walking] stressed [stress] depressed [depression]. Case narrative: the below report was received by health authority anms (reference number: (B)(4)) on 22-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted (lot no. 927078) for female sterilisation. Additional non-serious events are detailed below.there was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), insomnia ("sleep difficulties"), headache ("headache"), nausea ("nausea"), ear pruritus ("itching of the ear canal"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), sinusitis ("sinusitis"), dry mouth ("dry mouth"), rhinorrhoea ("nasal discharge"), wheezing ("wheezing"), rhinitis allergic ("allergic rhinitis"), heavy menstrual bleeding ("prolonged periods"), vaginal discharge ("vaginal discharge"), urinary retention (" difficulty emptying the bladder"), hypertonic bladder ("overactive bladder"), renal pain ("kidney pain"), cardiovascular disorder ("poor blood circulation"), oedema peripheral ("oedema in the hands, feet and ankles"), haemorrhoids ("haemorrhoids"), genital haemorrhage ("bleeding"), gingivitis ("gingivitis"), toothache ("dental pain"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), abnormal faeces ("irritating stools"), incontinence ("incontinence"), balance disorder ("impaired balance"), memory impairment ("memory impaired"), disturbance in attention ("concentration impaired"), language disorder ("language disorder"), brain fog (" feeling of weightlessness in the head"), paraesthesia ("tingling in the extremities"), limb discomfort ("feeling of heavy legs"), pain in extremity ("feeling of heavy legs and pain"), pruritus ("itching"), pain (" pain throughout the body"), tendonitis ("tendinitis"), visual impairment ("sight disorder"), dry eye ("dry eyes"), arthralgia ("joint pain"), myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking"), stress ("stressed") and depression ("depressed") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, insomnia, weight increased, headache, nausea, ear pruritus, dizziness, feeling drunk, sinusitis, dry mouth, rhinorrhoea, wheezing, rhinitis allergic, heavy menstrual bleeding, vaginal discharge, pelvic pain, urinary retention, hypertonic bladder, renal pain, cardiovascular disorder, oedema peripheral, haemorrhoids, genital haemorrhage, gingivitis, toothache, abdominal pain, abdominal distension, abnormal faeces, incontinence, balance disorder, memory impairment, disturbance in attention, language disorder, brain fog, paraesthesia, limb discomfort, pain in extremity, pruritus, pain, tendonitis, visual impairment, dry eye, arthralgia, myalgia, musculoskeletal stiffness, gait disturbance, stress or depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg.case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain female [pelvic pain female] , chronic fatigue [chronic fatigue] , sleep difficulties [difficulty sleeping] , weight gain [weight gain] , headache [headache] , nausea [nausea] , itching of the ear canal [ear pruritus] , dizziness [dizziness] , feeling of drunkenness [drunkenness feeling of], sinusitis [sinusitis] , dry mouth [dry mouth] , nasal discharge [nasal discharge], wheezing [wheezing] , allergic rhinitis [allergic rhinitis] , prolonged periods [prolonged periods] , vaginal discharge [vaginal discharge] , difficulty emptying the bladder [bladder inability to empty] , overactive bladder [overactive bladder], kidney pain [kidney pain] , poor blood circulation [disorder circulatory system], oedema in the hands, feet and ankles [edema limbs] , haemorrhoids [haemorrhoids] , bleeding [genital bleeding] , gingivitis [gingivitis] , dental pain [tooth pain] , abdominal pain [abdominal pain] , bloating [bloating] , irritating stools [stools abnormal] , incontinence [incontinence] , impaired balance [balance impaired nos] , memory impaired [memory impaired] , concentration impaired [concentration impaired] , language disorder [language disorder] , feeling of weightlessness in the head [foggy feeling in head] , tingling in the extremities [paraesthesia of limbs] , feeling of heavy legs [heaviness in limbs] , feeling of heavy legs and pain [leg pain] , itching [itching] , pain throughout the body [general body pain] , tendinitis [tendinitis] , sight disorder [visual disturbance] , dry eyes [dry eyes] , joint pain [joint pain] , muscle pain [muscle pain] , muscle stiffness [muscle stiffness] , difficulty walking [difficulty in walking], stressed [stress] , depressed [depression] . Case narrative: the below report was received by health authority anms (reference number: (B)(4) on 22-oct-2024. The most recent information was received on 04-nov-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted (lot no. 927078) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), insomnia ("sleep difficulties"), headache ("headache"), nausea ("nausea"), ear pruritus ("itching of the ear canal"), dizziness ("dizziness"), feeling drunk ("feeling of drunkenness"), sinusitis ("sinusitis"), dry mouth ("dry mouth"), rhinorrhoea ("nasal discharge"), wheezing ("wheezing"), rhinitis allergic ("allergic rhinitis"), heavy menstrual bleeding ("prolonged periods"), vaginal discharge ("vaginal discharge"), urinary retention (" difficulty emptying the bladder"), hypertonic bladder ("overactive bladder"), renal pain ("kidney pain"), cardiovascular disorder ("poor blood circulation"), oedema peripheral ("oedema in the hands, feet and ankles"), haemorrhoids ("haemorrhoids"), genital haemorrhage ("bleeding"), gingivitis ("gingivitis"), toothache ("dental pain"), abdominal pain ("abdominal pain"), abdominal distension ("bloating"), abnormal faeces ("irritating stools"), incontinence ("incontinence"), balance disorder ("impaired balance"), memory impairment ("memory impaired"), disturbance in attention ("concentration impaired"), language disorder ("language disorder"), brain fog (" feeling of weightlessness in the head"), paraesthesia ("tingling in the extremities"), limb discomfort ("feeling of heavy legs"), pain in extremity ("feeling of heavy legs and pain"), pruritus ("itching"), pain ("pain throughout the body"), tendonitis ("tendinitis"), visual impairment ("sight disorder"), dry eye ("dry eyes"), arthralgia ("joint pain"), myalgia ("muscle pain"), musculoskeletal stiffness ("muscle stiffness"), gait disturbance ("difficulty walking"), stress ("stressed") and depression ("depressed") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, insomnia, weight increased, headache, nausea, ear pruritus, dizziness, feeling drunk, sinusitis, dry mouth, rhinorrhoea, wheezing, rhinitis allergic, heavy menstrual bleeding, vaginal discharge, pelvic pain, urinary retention, hypertonic bladder, renal pain, cardiovascular disorder, oedema peripheral, haemorrhoids, genital haemorrhage, gingivitis, toothache, abdominal pain, abdominal distension, abnormal faeces, incontinence, balance disorder, memory impairment, disturbance in attention, language disorder, brain fog, paraesthesia, limb discomfort, pain in extremity, pruritus, pain, tendonitis, visual impairment, dry eye, arthralgia, myalgia, musculoskeletal stiffness, gait disturbance, stress or depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. Lot number: 927078 manufacture date: 2011-12 expiration date: 2014-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-nov-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.